Event description:
It was reported that a movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the patient's 45-day follow-up appointment, transesophageal echocardiography (tee) identified that the closure device had shifted proximal, with a possible leak under the fabric cap, and was now only partially in the laa. The patient was stable and discharged home. The patient will remain on anticoagulation and no further action was taken to treat this event at this time.